Manufacturer narrative:
The relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the doctor did not attach the tube to the port and the patient was not getting any meds and went through withdrawal. The spasms got really bad. The patient had surgery on a friday to implant the pump, and had to wait until monday to have it fixed. The event date was reported as "(B)(6) 2009". Per the patient's friend/family, a manufacturer's representative (rep) was there to answer any questions of the doctor to make sure it went right. No further complications were expected or anticipated.